Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump received no button response due to flattened dome switch down arrow button. No unexpected alarms noted during testing. Also, received pump with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window and cracked battery tube threads.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump keypad was unresponsive to user inputs. Customer stated they did not recall any significant events that lead to the issue or if the device was dropped. Advised customer to discontinue use of reservoir and revert to back up plan. Customer's blood glucose level was 198 mg/dl at time of reporting. Nothing further reported.